Event description:
A follow up call was made in response to a survey via e-mail, and the customer reported being hospitalized. Attempted to contact the customer and she did not give other details. It sounded as if the husband was the person in the hospital, but it is not sure. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.